Event description:
It was reported that the patient experienced hyperglycemia and vomited because the infusion device was not delivering insulin due to an electronic error. The user was taken to the hospital and treated with insulin. The user was hospitalized for one day.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.